Event description:
The pantera leo coronary balloon catheter was selected for treatment of a moderately calcified lesion (95% stenosis degree) in a moderately tortuous segment of the proximal lad. After pre-dilatation, the device was introduced, but the balloon ruptured at 20 atm, leaving only the ends of the balloon intact while the middle section was torn off. The torn-off part could not be found. The procedure was successfully completed using another device.